Event description:
It was reported that during setup for a procedure, when plugged into the machine the e-sep pencil stayed on resulting in a minor burn on the patients left breast. It was also reported that there was no blistering, just discoloration from the burn, no further intervention needed, no permanent damage, no infection. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during setup for a procedure, when plugged into the machine the e-sep pencil stayed on resulting in a minor burn on the patients left breast. It was also reported that there was no blistering, just discoloration from the burn, no further intervention needed, no permanent damage, no infection. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: confirmed lot number as 58766535 h6: device code updated. H6: the quality investigation is complete.